Manufacturer narrative:
One medfusion pump was received in used condition. The pump's event history log could not be accessed due to an intermittent power problem. Physical examination of the motor revealed that the motor assembly, leadscrew, and clutch halves, were worn. These components, in addition to a, top case, right plunger case, cable guard, and main board, were all replaced. The pump passed all functional tests after the repair.

Event description:
Information was received indicating that a motor rate error occurred to a smiths medical medfusion® 3500 syringe pump. No adverse effects were reported.